Event description:
It was reported that the patient had an advance sling implanted in 2004. Following the implant the patient had incontinence that was worse than baseline and another continence device was implanted on (B)(6) 2013. The patient outcome following the aus implant was reported as "working well." No additional patient complications have been reported in relation to this event.